Manufacturer narrative:
H4: the lot was manufactured from october 24, 2019 - october 28, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code - (B)(6). Initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking. While filling the device with medication, it was observed that the solution was not filling into the elastomer balloon but was leaking into the housing. This event occurred prior to patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.